Event description:
It was reported that the ilet pump displayed pairing failed errors when attempting to pair to a dexcom g7 sensor, with on-screen prompts to check the pairing code and confirm sensor type, and the pump subsequently showed no cgm glucose readings; the issue aligns with an intermittent communication failure involving the antenna component within the electrical and magnetic subsystem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet pump and the dexcom g7 sensor characterized by intermittent communication failure, with the antenna component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.